Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A fifty-six-year-old male patient with acute heart failure¿related cardiogenic shock secondary to ischemic cardiomyopathy received an impella cp device. Prior to insertion, the patient was receiving two inotropic medications, veno arterial extracorporeal membrane oxygenation, and mechanical ventilation, consistent with stage d cardiogenic shock. Following impella placement, the patient demonstrated gradual hemodynamic improvement and was evaluated for potential heart transplantation. Due to the anticipated need for prolonged support, the patient was escalated to an impella 5.5 device and transitioned from femoral extracorporeal membrane oxygenation to axillary extracorporeal membrane oxygenation on the ninth day. On the twenty fifth day of support, the patient experienced an ischemic stroke that was managed with thrombectomy. After twenty-nine days of impella support, the existing impella 5.5 was exchanged for a new device, and the patient remained ambulatory with notable clinical improvement while awaiting transplant. On the fortieth day, the patient developed a second ischemic stroke but was not a candidate for thrombectomy due to thrombocytopenia, and hemodynamics remained stable. On the forty third day, the patient experienced a third stroke; no intervention was performed, and the heart team consulted palliative care due to the patient no longer being a candidate for durable left ventricular assist device therapy without neurological recovery. The patient was intubated and reinitiated on extracorporeal membrane oxygenation. After fifty-nine total days of mechanical support and given the severity of illness, life sustaining care was withdrawn and the impella device was removed and the patient ultimately expired. Cp to 5.5 escalation. 27 days on 5.5 support. Purge pressure issue, (B)(4), attributable to cp prior to exchange. Ppae on cp - stroke. Subsequent strokes on 5.5 3x.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.

Manufacturer narrative:
Corrected information was provided in e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.